Event description:
Dr. (B)(6) located in salzburg, reported a 33 year old male patient was treated with 5 cycles - 4 cycles to the abdomen with a cooladvantage applicator, and 1 cycle to the submental area with a coolmini applicator and has been diagnosed with paradoxical hyperplasia (ph). The ph in the chin is milder than the ph in the abdomen. The patient has not experienced a weight gain and the tissue feels tense and the skin is not affected. The before and after pictures were included as attachments. The treatment plan is to perform the surgical correction in february.

Manufacturer narrative:
Additional narrative required. This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Dr. (B)(6), staff member at (B)(6)medical center, located in (B)(6), reported a 33 year old male patient was treated with 5 cycles - 4 cycles to the abdomen with a cooladvantage applicator, and 1 cycle to the submental area with a coolmini applicator and has been diagnosed with paradoxical hyperplasia (ph). The ph in the chin is milder than the ph in the abdomen. The patient has not experienced a weight gain and the tissue feels tense and the skin is not affected. The before and after pictures were included as attachments. The treatment plan is to perform the surgical correction in february.